Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a argyle single lumen PICC. The PICC was placed on (B)(6) 2012, in the left saphenous vein, and was secured with a statlock stabilization device and opsite dressing. There were no issues during insertion of the PICC noted. The PICC was used for continuous infusion. The customer stated the PICC broke while inserted in the pt and was removed on (B)(6) 2012. No alternative device was placed. Customer stated the pt status was not changed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.